Event description:
This is a spontaneous report by a physician from (B)(6) of relapsing bacterial peritonitis in a patient coincident with physioneal 40 unknown bag therapy. On an unreported date, the patient experienced peritonitis. On an unreported date, "a dubious waterborne germ was identified."on (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by abdominal pain and cloudy effluent, along with severe sepsis due to multi-resistant germs. The patient was hospitalized the same day. On (B)(6) 2011, the patient began treatment with vancomycin 3g 2 times, gentamycin 180mg 3 times, and heparin 1000 iu 2 times. On (B)(6) 2011, treatment with vancomycin and heparin was discontinued. On (B)(6) 2011, treatment with gentamycin was discontinued. On (B)(6) 2011, treatment with tavanic was started 500mg ip 2 times. On (B)(6) 2011, treatment with tavanic was discontinued and the patient was discharged from the hospital. On (B)(6) 2011 the patient started treatment with oral levofloxacin 250mg once daily. On (B)(6) 2011, the patient experienced relapsing bacterial peritonitis and was hospitalized. Physioneal was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from relapsing bacterial peritonitis and severe sepsis. Outcome for the wound smear with culture positive for stenotrophomonas maltophilia and klebsiella oxytoca was not reported. Other than physioneal, the physician considered the water germs as other agents as a possible cause for the events, since the patient cleaned douche, heater and aerators. The physician believed the events of recurrent bacterial peritonitis with culture positive for stenotrophomonas maltophilia and sepsis were related to physioneal 40 unknown bag therapy; however did not provide an assessment of causality for the event of wound smear with culture positive for stenotrophomonas maltophilia and klebsiella oxytoca.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.